Event description:
An analysis was performed on the returned flashcard and the reported allegation was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the handheld. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
The reported handheld was returned to the manufacturer and at the moment remains under analysis.

Event description:
It was reported by a nurse that her handheld computer was faulty as the screen would freeze and returned to the windows screen. A hard reset was performed by the nurse, who indicated did not resolve the event. A new handheld was provided to the nurse and good faith attempts to obtain the reported handheld have been unsuccessful to date.

Manufacturer narrative:
.

Manufacturer narrative:
Device available for evaluation corrected data: date omitted on supplemental MDR 02. Returned (B)(4) 2012

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not list type of report. Initial report should have had indicated 30-day report.